Event description:
The device was explanted due to reported infection and erosion. The infection is being reported under an agreement that was communicated to FDA on november 12, 1997, in which all infections occurring within 20 days of implant shall be reported.